Event description:
Add'l info rec'd from MFR 7/15/02: the findings of the failure analysis done internally by aesculap, inc (USA) are "one gk372r was returned for evaluation along with related complaint 2001000298 (gk384r-1 pc.). Handle and electrode tip were evaluated according to specification gk370p, gk372r, gk382r-gk386r. Instruments were not returned in original packaging. Product was clean, but visibly burnt and melted at the tip end of the handle. Electrode tip was not cracked or chipped. Instrument assembled and disassembled easily. Product and all available info have been forwarded to aag for further analysis." The product met all of aag's (aesculap, germany) quality requirements and was determined to be improper usage by the user/facility.

Event description:
Surgeon performed laparoscopic cholecystectomy. After removing gallbladder, he noted excessive bleeding at liver bed. Surgeon requested increased power from cautery and spray coagulation mode. Starting cautery level at 35 watts. Increased to 50, then 70, then 100 watts over 15 minute period. When bleeding controlled, surgeon noted area of liver peripheral to instrument showed signs of cauterization.surgeon visually inspected liver, duodenum and bowel for signs of injury. Found none except liver described above. Staff in sterile processing decontamiantion noted burned through area of insulation approx 1/4" long, just below ceramic tip of instrument.